Event description:
Reporter stated the side button on the infusion device is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons is not affected by the damage on the soft components.